Event description:
Routine complaint investigation when a consumer reported receiving a blood glucose value of 180 mg/dl on their precision qid blood glucose monitor. Consumer reports loss of consciousness within 5 minutes of taking their glucose level. They were transported to an emergency room. At the hospital their glucose level was found to be 35mg/dl. Consumer was using test strips that expired in june 2002.